Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had hemoptysis post cardiomems implant. The sensor was successfully implanted and patient is in stable condition. No additional information is available at this time.